Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging high blood glucose (bg) reading up to 500 mg/dl over the past couple of days without any signs or symptoms of hyperglycemia. The patient's mother reported that the patient took a correction bolus with the pump as a result of high bgs and it responded; however, the patients bg remained above desired target. The patient's infusion site was reportedly changed the day prior to calling animas. The reporter did not recall condition of site and was unwilling to review pump's history. The animas representative went through troubleshooting with the reporter and noted the following: the reporter declined to review the pump's history with the animas representative but claimed there were no alarms in the pump's history. The reporter confirmed that the pump settings were correct and there were no issues with the insulin, cartridge and site. At the time of the call, the patient's site was changed and a bent cannula was discovered. The animas representative advised to have the patient's bg checked again in 1-2 hours following the site exchange and to change the site if there are 2 unexplained high bg's in a row. It was noted that the cannula was bent, which can contribute to elevated bg levels; however, there was no other indication of a mechanical issue with the pump. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.